Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 439 mg/dl. The customer¿s incident blood glucose level was between 300 mg/dl to 400 mg/dl. The customer experienced different blood glucose level of over 400 mg/dl. The customer did report symptoms as a result of high blood glucose level such as nausea. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. The customer was not using auto mode feature for high blood glucose. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.